Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was evaluated and completed a reprocessing service by the olympus field service engineer. The customer complaint was confirmed. It was recommended to customer to follow all the olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. The instruction for use states the prevention method associated with the event in instructions visera rhino-laryngo videoscope olympus enf type v2 chapter 7 cleaning, disinfection and sterilization procedures 7.4 leakage testing 7.5 manual cleaning 7.7 rinsing after high-level disinfection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff did not submerged the scope under water and kept the paddle outside to prevent any harm to the patient, the bin for high level disinfection was too small, therefore the user facility staff was unable to submerge the device fully and the insertion tube/ distal tip was only the part that was submerged in the bin for high level disinfection process, also, it was mentioned that the user facility staff was using cavi wipes instead of sterile alcohol moistened cloth to wipe the device. No patient infections or injuries reported.